Manufacturer narrative:
Patient information was unavailable. During the onsite inspection, the medtronic representative reported that the issue was resolved after the initial reboot. As a precaution, the system's computer was replaced. The replaced part was not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that there was no connection to the imaging system. During troubleshooting it turned out that the navigation system was not showing a signal to the staff monitor. The site rep rebooted the system which resolved the issue. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
Additional information: the device manufacture date has been provided. The suspect system computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.